Manufacturer narrative:
The maryland bipolar forceps will not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned, or if additional information is received. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to a fragment of the maryland bipolar forceps instrument reported as having fallen into a patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the cable of a maryland bipolar forceps instrument broke and a piece of the amber colored plastic fell off into the patient. The instrument fragment was retrieved during the same procedure. The procedure was completed and no adverse event was reported. On 04/04/2016 intuitive surgical inc., (isi) contacted the hospital's robotics coordinator; she confirmed that the instrument fragment was retrieved right away during the same procedure with a laparoscopic instrument. The device was reported to have been inspected prior to use and did not make contact with other instruments during the surgical procedure. It was confirmed that the instrument was in its last use (having been used 9 times previously) and will not be returned to isi for failure analysis investigation.